Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump flow stopped during an alarm. The customer's blood glucose reading was 468 mg/dl at the time of incident. Troubleshooting found that the customer went to the hospital and that it appeared that there may have been a blockage at the site. Customer was advised to change the site and infusion set and speak with their doctor regarding the high blood glucose. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.